Event description:
IV site and all tubing changed (pca, primary and t-connector). While purging the line with fluid, a small black bug was found at the proximal end of the t-connector. The other lines were inspected and were clear. The IV fluid was 1 liter of d5w, the medication was demerol.